Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the calibration files reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the collimator was intermittently closing up when booting up the system. No pt injury was reported.